Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colectomy procedure, while applying the device to the colon tissue, the surgeon closed and fired the stapler. Without pressing the black button, the stapler opened. The surgeon cut away the staple line and fired a new load on the same handle. A component disengaged from the device. It did not disengage into the patient cavity. There was unanticipated tissue loss from the initial staple line that was cut away (approximately 5mm x 60mm).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was loaded with a fully fired sulu. There were no visual or functional abnormalities noted during pmv testing. The loading unit was reset, reloaded into the instrument and cycled with acceptable results multiple times. Pmv was unable to confirm the reported condition during the evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.